Event description:
Medtronic received a report that during the operation, the tip end (distal) of the stent could not be opened and could not be attached to the wall. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than two times. Wire/catheter was used in attempt to open the pipeline. The pipeline was resheathed and removed from the patient with the microcatheter. No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an approved indication. The device and any accessories were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of a saccular, unruptured left internal carotid artery ophthalmic artery segment an eurysm with a max diameter of 2.5mm and a 2.3mm neck diameter. The landing zone was 4.6mm distally and 5.1mm proximally. It was noted the patient's vessel tortuosity was severe. Dual antiplatelet therapy (dapt) was not administered. Angiographic result post-procedure was normal and there was no injury. Ancillary devices include a navien guide catheter, phenom microcatheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: equipment used: video inspection system (m-85519), ruler (m-83360), camera (panasonic lumix dmc-zs5), in-house 0.0265¿ mandrel drawing(s) referenced: (B)(4) as found condition: the pipeline flex device and phenom-27 micro catheter were returned for analysis within a shipping box and within a sealed plastic biohazard pouch. The pipeline was returned within the phenom-27. Visual inspection/damage location details: no damages or irregularities were found with the phenom-27 hub, micro catheter body, distal tip, or marker bands. The pipeline flex pusher was found extending out the hub ~47.9cm. The tip coil and dps sleeves were found extending out of the phenom-27 tip (figure e). Once advanced out of the micro catheter, no damages were found with the pipeline flex proximal pusher. The pipeline flex hypotube was found unstretched and undamaged with the ptfe shrink tubing still intact. No damages were found with the resheathing pad, resheathing marker or with the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The tip coil was found intact. Both braid ends were found fully opened. The proximal braid was found frayed (figure h), and the distal braid was found severely damaged and frayed (figure g). Testing/analysis: the phenom-27 micro catheter total length was measured to be ~158.6 and the usable length was measured to be ~152.1cm. As the model and lot numbers were not reported, compatibility could not be assessed. The pipeline flex device was advanced out of the phenom-27 with no resistance encountered. Conclusion: based on the analysis findings, the customer report of ¿failure/incomplete open distal (flex)¿ could not be confirmed as the distal braid was found to fully open during analysis. Possible causes for incomplete open during procedure are patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, presence of other indwelling stents or inappropriate anatomy. Customer reported vessel tortuosity as severe, all devices were prepared and flushed per IFU, and pipeline was not placed in a vessel bend. It is likely the reported severe patient tortuosity contributed towards the failure to open. The braid was found damaged, potentially contributing towards the failure to open. Possible causes for braid damage are resheathing more than 2 times, high force delivery, over-manipulation, delivering/retracting delivery wire against resistance, or deploying/resheathing braid against resistance. Customer reported pipeline was resheathed more than two times, which could have contributed towards the damage. No damages or irregularities were found with the phenom-27 that would contribute towards the failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.